Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after rewind, insulin pump did not received a "finish loading" alarm. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, several bolus were also delivered. Device delivered properly all bolus. All bolus properly recorded at the bolus and daily total history screens. Device finish loading alarm properly and no anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.